Manufacturer narrative:
Subject product was returned. The product was severely deformed. We are unable to determine what caused the product to become deformed.

Event description:
Patient implantedin 2005. Open procedure from lap procedure to repair abdominal hernia. Patient complained of abdominal pain. Mesh explanted in 2006. Lap procedure to explant. No evidence/ report of ring breakage.